Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, reported as unknown. The device was not returned for analysis; the return of the device may have assisted in the investigation of the complaint. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. During manufacturing the proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Information concerning user technique was not provided. No patient anatomical conditions were reported. Based on the reported information and the inspection criteria a definitive cause for the reported cuff miss could not be determined. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not returned. There is no indication of a device quality deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after left heart catheterization. Reportedly, with the needles were withdrawn a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device; however, the arteriotomy closure was being performed by the technician who is also reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).